Event description:
Boston scientific received information that during a routine follow-up appointment, one pacing impedance measurement was below 200 ohms on the right ventricular (rv) lead. The pacing measurement was appropriate; however, the sensing measurement was not available as the patient had no spontaneous rhythm. Two episodes of noise were noted. In both episodes, the noise was oversensed resulting in inhibition. Fluoroscopy noted the lead was positioned septally, very close to the atrium. As a result, the lead was repositioned in the apical position. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.